Manufacturer narrative:
Additional serial numbers: (B)(4). Additional lot numbers: dp118,sc706,id411,r210,221714,dn128,r215.

Event description:
A review of the events indicated that twelve (12) patient samples tested on the echo v2, automated blood bank system produced inaccurate results. A review indicated that twelve (12) patient sample tests using the echo v2automated blood bank system produced three (3) unexpected false negative results for the anti-e antibody; one (1) for the anti-k antibody; three(3) for the anti-k antibody; one (1) for the anti-fya antibody. Four (4) instrument malfunctions produced inaccurate aborh results based on historical information for the patients using the abo forward typing assay; with four (4) inaccurate results for anti-d. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.